Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump battery cap was damaged and the also received a pump error 24 alarm (this alarm is generated when a power failure is detected). The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed for the damaged battery cap and it was found that the battery cap's metal contact missing/damaged. Troubleshooting was performed for pump error 24 alarm and the customer was unable to clear the pump errors, power loss alarm and program the pump. No harm requiring medical intervention was reported. The customer will discontinue using the device. Product mmt-1885 will be returned for analysis.

Manufacturer narrative:
Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08 inches. Successfully downloaded history files and traces using thump. Pump error 24 alarm found in the pump history file/trace on (B)(6) 2025 at 11:27:00. Pump error 24 alarm due to hardware error (line number (B)(4) file number (B)(4). Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: faded/stained serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay and minor scratched lcd window. Pump not received with original battery cap. In summary, pump passed all required testing. Pump error 24 alarm was confirmed due to hardware error. Battery cap damaged unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.